Event description:
Data investigation confirmed signal loss as signal loss over 1 hour. The probable cause could not be determined. It was found in connection with the reported allegation that the session was started at 03:09 pm on august 02, 2025. Since starting the session, the app experienced signal loss until signal returned at 11:10 pm on august 06, 2025. During signal loss, on august 06, 2025, the backfilled estimated glucose values show they reached low (less than 40 mg/dl) from 06:15 pm to 08:00 pm. The probable cause of signal loss could not be determined as there is a gap in logs. Data shows when signal returned at 11:06 pm, the app delivered a signal loss alert and high alerts, which were both acknowledged. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025 at around 6:15 pm, while driving home from the office, the patient did not receive any alerts or alarms from his "receiver" or mobile device. His cgm was not displaying any readings due to signal loss for 3 plus hours. The patient remembers driving in the wrong direction toward a group of trees, crashing the car, and passing out. He woke up about two hours later, feeling unwell. He grabbed a fruit snack and drank mountain dew. By the time the police arrived, he was already feeling better. He does not remember if he checked his cgm at that time. He did not go to the hospital, as he felt fine afterward. No product was provided for evaluation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.